Manufacturer narrative:
As reported, the 5f mynx control vascular closure device (vcd) had a crack where the sealant was stored. The sealant plastic covering the sealant was cracked and exposed when inserting into the sheath/patient. There was no reported patient injury. There was no damage to the packaging. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the arterial access was normal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no presence of pvd / calcium in the vicinity of the puncture site. Without the return of the device or images for analysis, the reported customer event ¿sealant sleeve (cartridge assembly)-cracked¿ and ¿mynx control system-deployment difficulty¿ could not be confirmed. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. The IFU gives the following caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, discontinue the use of the vcd. The cause of the failure reported could not be conclusively determined during the analysis. However, handling factors may have contributed to the reported event. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) had a crack where the sealant was stored. The sealant plastic covering the sealant was cracked and exposed when inserting into the sheath/patient. There was no reported patient injury. There was no damage to the packaging. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the arterial access was normal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no presence of pvd / calcium in the vicinity of the puncture site. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.